Event description:
It was reported that the pump when turned on goes to alarm mode and not booting up. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Additional information received on 15-nov-2022 via email and attached to complaint object: no patient was involved or injured. Product was shipped to smith medical for repair RMA#309965. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: g4: date received by manufacturer: 11/16/2022. H3: device evaluated by manufacturer: device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Device evaluation: one pump device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the bottom tamper seal was broken, and the plunger seal was intact upon receipt. There were no signs of external damage. Error codes could not be viewed in the event history log (ehl) due to a blank screen with constant alarm. After a power up process was performed, the customer reported issue was confirmed as a blank screen with constant alarm occurred at power up. The root cause of the reported issue is due to an incomplete update process by the customer. To correct the issue, a test top case was used to download v1.6.4 software to the pump base, then reconnect the customers top case and uploaded the software from the base to the head of the pump which fixed the problem. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).